Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 4.0x 20mm stent delivery system (sds) was not returned for analysis. The stent had detached from the balloon and was returned for analysis without the stent delivery system (sds). A visual examination of the crimped stent found struts 4-7 on one end of the stent were bunched and overlapping, remaining struts appeared undamaged. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 4.00mmx20mm synergy¿ drug-eluting stent was selected to treat the lesion. However, during preparation, when the physician took out the hoop, the stent was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 4.00mmx20mm synergy drug-eluting stent was selected to treat the lesion. However, during preparation, when the physician took out the hoop, the stent was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.